Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Various iris collimator errors were identified in the service log. The high voltage cable was evaluated and replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported iris collimator error and an uncommanded system shutdown. No patient or user injury was reported.